Event description:
The customer reported that the battery was not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not working. There was no report of pt involvement. The customer replaced the battery with a new one which resolved the failure. The device is back in svc with no further issues reported.